Event description:
It was reported that the patient¿s charging cord for the ilet charging pad had damaged insulation with exposed copper conductors, though the pad continued to charge and there was no electrical shock or injury. This constitutes a device problem consistent with fracture of the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture-type problem associated with the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.